Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that the customer had high blood glucose of 600 mg/dl. Troubleshooting found that the cannula may have been bent and the customer was unsure how to treat. Customer indicated that they would contact a nurse and call back at a later time.